Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on (B)(6) 2019, (B)(6) hospital reported two device component separation events involving the wayne pneumothorax set, rpn c-utpt-1400-wayne-112497-imh. This is the second of the two events and was said to have occurred on (B)(6) 2019 with product from an unknown lot. Further communication with the user facility clarified that the separation occurred between the three way stop cock and the cook chest drain valve tube. The facility stated that once the device disconnection was identified, the healthcare personnel reconnected the catheter to the stopcock. The device remained inside of the patient and the hospital reported no adverse events caused by this failure. A review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for evaluation. However, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record and a search for additional complaints could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: precautions: ensure the stopcock is in the on position to the calve to prevent aspiration of air. Instructions for use 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter top by advancing the catheter obturator. When full advanced, attach the obturator to the catheter via the luer lock connection. 9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction. 10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections bust be secure and airtight. Perform inspections of the catheter and connections regularly. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections= (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following. A. Secure the catheter hub to the patient¿s skin by placing tape, suture or a catheter securement device at the location shown in the illustration below. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was not established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wayne pneumothorax catheter had disconnected from the 3 way tap to the connector set when a (B)(6) year old male patient was emptying their drain themselves. The patient had a metastatic pleural effusion. Their drain disconnected on (B)(6) 2019. It was noted that this is a luer lock connection. After the disconnection, there was profuse fluid leakage, so the disconnection was picked up and reconnected quickly. It was reported that this was the second time this has happened with the patient, as the chest drain had previously been self-emptied when different drainage bottles were used. When asked about how the device was secured to the patient, the nurse reported "we do not add any additional securing takes to the connection at the 3 way tap. We do however tape the tubing to the patients skin with a fixation dressing as per manufacturer recommendation, " no adverse effects have been reported for this incident.